Manufacturer narrative:
H6:investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, 4 retention samples from bd inventory were evaluated by functional testing and the issue of poor barrier separation was not observed. No definitive root cause could be established for the reported defect, however it is understood that patient conditions and processing factors can impact on the quality of the barrier obtained. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the tube pms plh 13x75 3.0 slbl lim ce experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the separator "doesn't" work properly. This is the second complaint about same issue and from same lot number. The separator "doesn't" work properly. Lab has not done any changes and they have used barricor tubes more than year. This issue happens 3-10 times/ day. The problems tubes come inside hospital and also from health care centers."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the tube pms plh 13x75 3.0 slbl lim ce experienced poor barrier separation of sample. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the separator doesn't work properly. This is the second complaint about same issue and from same lot number. The separator doesn't work properly . Lab has not done any changes and they have used barricor tubes more than year. This issue happens 3-10 times/ day. The problems tubes come inside hospital and also from health care centers."